Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter (onetouch ultralink) read inaccurately high in comparison to a lab calibrated device. The reporter claimed obtaining a blood glucose reading of "240mg/dl" with the subject meter compared with a result of "110mg/dl" on the lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.